Event description:
The customer, a biomed, contacted physio-control to report that their device would no longer recognize the quik-combo therapy cable. The biomed further indicated that he tried a second cable, but the device did not recognize that cable either, indicating that defibrillation therapy could not be delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.